Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarm low suspend. Customer's blood glucose was unknown mg/dl. The customer was advised that the device will not suspend when he is high. The customer stated that he has the dexcom receiver that alerted him that he was 80 when blood glucose was 129 mg/dl. The customer was advised and explained how the threshold suspend functions.